Manufacturer narrative:
A010102/e2303 - capsular contracture, baker grade iii was reported via (B)(4) under manufacturer report number g8 9617229-2022-19135 hence a supplemental report will be submitted for the explant status received. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. The device was explanted.